Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" could not be confirmed based upon the investigation of the sample received. The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned et tube was able to inflate and deflate with no difficulty. A review of the manufacturing process confirmed that all et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. Any such defects would be detected as out of specification. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.

Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube.".